Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced a skin flap infection at implant site and subsequently was treated with topical antibiotics (date and duration not reported). However the issue could not be resolved resulting in the decision to explant. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.